Event description:
It was reported that the patient was asymptomatic. It was noted that the patient presented in the emergency room following a remote transmission for inappropriate therapy due to noise on the right ventricular (rv) lead. Interrogation confirmed noise reproducible with isometrics. The right ventricular lead was explanted and replaced. An rv lead fracture was confirmed once explanted. The patient was stable before, during and after the procedure.